Manufacturer narrative:
The pump was returned for evaluation. Visual and functional testing was performed and the pump was found to meet all MFR's specifications. There was no visual damaged noted. The accuracy was tested at several rates and passed all tests. It is suspected that the possible misload of the IV set may have caused the reported overinfusion. Additional inservicing will be recommended on proper loading of the IV set per the directions for use, page 9, which states, "close the mechanism by pushing the orange latch to the left. Verify the tubing is fully within the mechanism and the air-in-line detector...do not use the door to close the orange latch". This report was filled out by MFR.

Event description:
An overinfusion of heparin occurred. The pump was set to deliver at a rate of 9ml/hr and 250mls was reported to have delivered 5 times faster than the set rate. There was no pt complication.